Event description:
It was reported that on (B)(6) 2026, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). Baseline rhythm was right bundle branch block (rbbb). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. The patient was developed with a complete heart block, so a temporary pacemaker was placed to continue the procedure. During the procedure, the valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). On the following day, the patient received a permanent pacemaker. The patient was in a stable condition.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the patient developed a left bundle branch block (lbbb) during procedure was noted. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention and surgical intervention were result of case-specific circumstances as temporary pacemaker was used and subsequently permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). Baseline rhythm was right bundle branch block (rbbb). There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. The patient was developed with a complete heart block, so a temporary pacemaker was placed to continue the procedure. During the procedure, the valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). A temporary pacemaker was placed to stabilize the rhythm. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the following day, the patient received a permanent pacemaker. The patient had an extended hospitalization. The patient was in a stable condition.